Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2014) is considered to be a best estimate. This MDR represents the ventralight st mesh (device 2). An additional supplemental emdr was submitted to represent the ventrio st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2014 - patient was diagnosed recurrent incisional hernia, adhesion thereby underwent open repair with allomax surgical graft (device 1) and ventralight st mesh (device 2). Per operative notes, ¿an incision was made through previous scar. Previously placed synthetic mesh was excised. A piece of allomax surgical graft (device 1) was placed into the abdominal cavity and tacked with sutures. A ventralight st mesh (device 2) was placed with allomax surgical graft (device 1) and secure both meshes with sutures.¿ on (B)(6) 2016 - patient was diagnosed with incarcerated incisional ventral hernia thereby underwent open repair with implant of ventrio st mesh (device 3). Per operative notes, ¿an incision was made into the left lower quadrant. An incarcerated incisional recurrent ventral hernia sac was present in the left lower abdominal wall, which was excised. A ventrio st mesh (device 3) was deployed for the entire area and tacked into the abdominal wall.¿ on (B)(6) 2017 - patient was diagnosed with incarcerated recurrent incisional ventral hernia, adhesion thereby underwent open repair with implant of ventralex st mesh (device 4). Per operative notes, ¿an incision was made supraumbilical region. There was dense number of adhesions, which were taken down. The hernia sac was dissected out. A ventralex st mesh (device 4) was placed into the abdominal wall and secure it with tackers.¿